Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the bradycardic patient presented in clinic with a pacemaker that could not be interrogated. An EKG was taken, and the patient was not receiving pacing spikes. The device was explanted and replaced. The patient was stable.